Manufacturer narrative:
Information was received via literature. Please reference literature at the following location: http://www.boneandjoint.org.UK/content/jbjsbr/93-b/8/1045.full.pdf (B)(4). Other device used: catalog #unk, unknown 28mm femoral head, lot #unk. Catalog #unk, unknown zca acetabular component, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that one patient experienced the complication of wound infection within 30 days post-operatively to a total hip arthroplasty and required debridement.

Manufacturer narrative:
The devices were not returned as they remain implanted. Device history records were not reviewed as item/lot information was not provided. The devices were used in treatment. Component compatibility is unknown. A complaint history search could not be performed due to the lack of lot numbers provided. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. With the information provided, a definitive root cause cannot be determined, however it is not suspected that the zimmer biomet devices caused or contributed to the patient's infection.